Manufacturer narrative:
Initial MDR with device evaluation. It was reported there was a crack in the plunger stem. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe filled with a red color substance. The syringe plunger rod disc located about 3/4 from the top of the plunger rod is damaged. No other defects or imperfections were observed. A device history record review was completed for provided material number 301033, lot 2298109. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
I would like to raise a supplier complaint regarding defective 30ml and 50ml syringes. Our customer has rejected syringes due to cracks under the plunger stem. Please find the summary below and photos attached.